Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 30 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user reported that she had three market units of company¿s known precut opening wafers with known lot number and all the center holes of them were off-centered. She did not apply any of the wafers so, no leakage was reported. The product was not returned. Photographs depicting the issue were received from the complainant.